Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the reservoir and stated that filling it was very difficult. Caller stated that the plunger cannot be moved lightly. The problem occurred with 4 reservoirs. A replacement will be sent to the customer.